Event description:
Tissuelink was used to help with liver resection and right lobectomy. At the completion of the case, the ground pad was taken off on the left thigh. Nurse noticed a darkened, reddened area with small blisters at the lateral/posterior edge of the pad.